Event description:
It was reported that the patient was in the hospital and had to get chest compressions as there was no shock from the device. The device stored a long episode of ventricular fibrillation where no therapy had been given. Some of the episode is missing. Technical services advised this is a portion of the episode where the event is ongoing but the limitations in memory do not allow the data to be stored. The device is going to be storing the onset and wherever a shock is delivered. If it is a longer event, the data won't be stored. The device remains implanted. There were no additional adverse patient effects.